Event description:
The patient initially reported that he didn't feel stimulation and tried recharging, but it didn't work. Later the same day, the pt reported intermittent stimulation, an overstimulation sensation, a shocking or jolting sensation, pain at the stimulation site and sometimes pain at the lead site. The pt notice the change about 2 weeks ago. There was no known accident or incident related to the event. The pt symptoms were at the paresthesia area, stimulator location, and the lead location. The pt was not allowed to have his patient programmer with him and needed to put in a request to get access to it; the pt was currently incarcerated. The pt status was reported to be "fair". The pt was encouraged to contact his health care professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.